Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time.

Event description:
It was reported that the device was exhibiting early battery depletion behavior. A technical services consultant reviewed the available data via latitude (home monitoring system). It was indicated that the possible reason for battery depletion is related to fast atrial sensing, which can impact the device's power consumption. The device data shows 150% of power usage, with the average atrial rate of 269 bpm. At this time, based on the most recent latitude transmission, atrial sensing appears off. A technical services consultant recommended performing another device check via latitude in the upcoming weeks, or following month. No additional information has been provided. This device remains implanted and in service. No adverse patient effects were reported.